Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200-300's (mg/dl) following a recent hospitalization for an unrelated issue. Customer changed out supplies to treat elevated bg levels. During troubleshooting with tandem customer technical support, the pump performed as intended; however, the cartridge uses humalog insulin and is reportedly changed every 3 days. Customer was reminded that humalog is indicated for use up to 48 hours and advised to discuss pump settings and infusion sites with health care provider.